Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. Visual functional indicated no abnormalities. Pmv performed functional testing which included the reload was loaded into a pmv representative instrument for functional testing. The reload was cycled without hesitation. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection, the surgeon articulated the jaws with maximum angle, clamped the tissue, the status indicators were illuminated green, pushed the green firing mode button, the status indicators were flashed green, then pushed the blue button, however the device did not react . The surgeon said the tissue was not thick. Pushed the silver button ,however the device did not react at all and the jaws remained closing. The sales rep asked the nurse to insert the demonstration battery to the handle. The re-setting was successful and they could open the jaws ,turned them to the straight position and removed the device from the cavity. Replaced by an ultra handle and 2 units of reload, the procedure was completed. The surgical time was extended by less than 30 min. There was no patient injury.